Manufacturer narrative:
A partial lead was returned for analysis in ten pieces. Multiple internal insulation abrasions breaching unidentified cables lumens were noted on three pieces labelled a at {5.1 cm to 6.4 cm and 6.9 cm to 8.2 cm}, c at {0.7 cm to 2.5 cm and 1.9 cm to 2.5 cm} and f at {0.0 cm to 0.7 cm and 1.1 cm to 1.2 cm} from the reference end . The unidentified cables ethylene tetrafluoroethylene (etfe) coating was intact and the inner coil was not exposed in these abrasion regions.

Event description:
This is to report an event observed during analysis.